Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported experiencing elevated blood glucose of over 300 mg/dl for 4 months. The pt bolused through the infusion device to lower blood glucose levels with no success. She injected insulin via pen to lower blood glucose. She switched to her backup infusion device and her blood glucose returned to normal. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.